Event description:
It was reported that the haptic of the cq2015a three piece silicone lens was torn at surgery. There was no injury to the patient. Additional information has been requested but not yet obtained. If any additional information is received a supplement medwatch form will be submitted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned lens showed a haptic was torn off with a piece of the optic and missing. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).